Event description:
Label on package of phasix st mesh pkg has expiration of 02/28/2017. Letter from bard attached to package states product expiration extended 24 months. Staff instructed to go by letter. The regular phasix mesh package looks similar to the phasix st pkg. Expired phasix mesh placed in pt when rn thought all phasix mesh had 24 mo extension.